Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." 2) "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the suction channel of the evis exera iii bronchovideoscope was leaking. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the coating of the connecting tube was peeling. The report is being submitted due to peeled coating found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in describe event or problem, evaluation found the complaint was confirmed and water tightness was lost due to damage to the biopsy channel. In addition, evaluation found the scope connector cover was shaved, the bending section cover adhesive was detached, the control unit, angulation lever, universal cord, and connecting tube were scratched, and the bending angle in the up/down direction did not meet standard value due to wear of the angle wire. This event is under investigation. A supplemental report will be submitted upon receiving additional information.